Event description:
After zero balancing, monitoring was conducted without trouble. However, when the hosp staff changed pt's body position, preamp cable was sandwiched between the pt and the bed. After that, monitor did not recognize the catheter even though turning on and off the main switch or reconnecting the catheter and preamp cable. The pt was not in transit. The trouble was solved with replacing catheters. The catheter was replaced.